Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device. On (B)(6) it was reported the patient was having back pain and soreness from the procedure. Patient history included it is common for her to get yeast and bladder infections. On (B)(6) patient reported they were not feeling stim in the vaginal area but was feeling it more in the lower buttock. On (B)(6) the patient reported they had yeast infections, bladder infections as well as back pain and soreness for the procedure. There was also an issue with the controller not finding the device, but through support call the patient was able to get the device synced. No further complications were reported or are anticipated.